Manufacturer narrative:
.

Event description:
It was reported that during an unknown procedure, the clips were not forming properly. Another device was used to complete the procedure. There was no patient consequence.